Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 9 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency department with complaints of abdominal pain and drainage from around the percutaneous lead (driveline) for approximately one week. Assessment demonstrated tenderness in their periumbilical area, abdominal wall erythema and tenderness. CT scan of the abdomen revealed inflammatory changes and fluid (edema) tracking along the driveline within the anterior subcutaneous soft tissues, suspicious for a driveline infection. On (B)(6) 2017, the patient was admitted into the hospital for a driveline exit site infection. The patient was given IV antibiotics. On (B)(6) 2017, an incision and drainage of the driveline abscess was performed.

Manufacturer narrative:
A specific cause for the reported driveline site infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.